Event description:
It was reported that atrial lead exhibited loss of capture and loss of sensing. The patient was asymptomatic. Upon x ray the lead appeared to be in normal position. The lead was capped and a new lead was implanted on (B)(6) 2017.